Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received a no delivery alarm during bolus delivery. Customer stated that insulin did exit the tubing at fixed prime. Customer was unable to remove the infusion set to examine the cannula. Customer was advised that the alarm may have been caused by a site or set occlusion. Blood glucose value is 242 mg/dl. Nothing further reported.